Event description:
It was reported to technical services on 04/21/2011 that at a follow up visit on (B)(6) 2011 this lead had thresholds of 2.5v. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).